Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018 a percival pvs23 was implanted. The site reported the valve was explanted because it would not sit well in the heart. No further information received.

Manufacturer narrative:
The manufacturer received additional event information on dec 5, 2018. The following information has been included in section b5: on (B)(6) 2018 a perceval pvs23 was implanted. The site reported the valve was explanted because it would not sit well in the heart. The valve was replaced with a magna ease 3300 size 23. The site reported the valve was not kept because there was no device issue. It was also reported the patient anatomy was unusual. The manufacturing and material records for the perceval/ heart valve, model #: icv1209, s/n #: (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #: icv1209) perceval heart valve at the time of manufacture and release. Based on the information received the site identified no device issues and the event was a result of patient anatomy leading to a difficulty in seating. In addition the device is not available for analysis because it was discarded by the site and no further investigations are possible. Based on the performed analysis and the information received the root cause is deemed to be not device related and related to the patient anatomy. Device discarded by site.

Event description:
On (B)(6) 2018 a perceval pvs23 was implanted. The site reported the valve was explanted because it would not sit well in the heart. The valve was replaced with a magna ease 3300 size 23. The site reported the valve was not kept because there was no device issue. It was also reported the patient anatomy was unusual.